Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my removal via da vince robot'), myasthenia gravis ('myasthenia gravis'), multiple sclerosis ('multiple sclerosis (ms)') and systemic lupus erythematosus ('mimiking ms, lupus myasthenia gravis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced myasthenia gravis (seriousness criterion medically significant), multiple sclerosis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), anaemia ("anemia"), inflammation ("inflammation of tissue ") and medical device site reaction ("coils are causing foreign body reaction, blood"). The patient was treated with surgery (essure remved da vince robot surgery). Essure was removed. At the time of the report, the medical device removal, myasthenia gravis, multiple sclerosis, systemic lupus erythematosus, anaemia, inflammation and medical device site reaction outcome was unknown. The reporter considered anaemia, inflammation, medical device removal, medical device site reaction, multiple sclerosis, myasthenia gravis and systemic lupus erythematosus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, medical device site reaction, inflammation, adverse event, systemic lupus erythematosus, myasthenic syndrome most recent follow-up information incorporated above includes: on 22-nov-2019: upon the internal review (B)(4) case has been identified as duplicate of this case. All information and source document has been transferred to this case. New events multiple sclerosis, mimiking ms, lupus myasthenia gravis, myasthenia gravis, inflammation of tissue, coils are causing foreign body reaction, blood, anemia were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my removal via da vince robot'), myasthenia gravis ('myasthenia gravis'), multiple sclerosis ('multiple sclerosis (ms)') and systemic lupus erythematosus ('mimiking ms, lupus myasthenia gravis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced myasthenia gravis (seriousness criterion medically significant), multiple sclerosis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), anaemia ("anemia"), inflammation ("inflammation of tissue "), medical device site reaction ("coils are causing foreign body reaction, blood") and stress ("stress"). The patient was treated with surgery (essure remved da vince robot surgery). Essure was removed. At the time of the report, the medical device removal, myasthenia gravis, multiple sclerosis, systemic lupus erythematosus, anaemia, inflammation, medical device site reaction and stress outcome was unknown. The reporter considered anaemia, inflammation, medical device removal, medical device site reaction, multiple sclerosis, myasthenia gravis, stress and systemic lupus erythematosus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, medical device site reaction, inflammation, adverse event, systemic lupus erythematosus, myasthenic syndrome concerning the injuries reported in this case, the following one were reported via social media: stress. Most recent follow-up information incorporated above includes: on 14-nov-2019: social media received. New event stress and reporter information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my removal via da vince robot') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed da vince robot surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.